Event description:
Product performance issue reported. The lead was explanted. No patient complications have been reported as a result of this event. Additional information reports that the lead was explanted due to advisory/recall/upgrade.

Manufacturer narrative:
Product performance issue reported. The lead was explanted. No patient complications have been reported as a result of this event. Additional information reports that the lead was explanted due to advisory/recall/upgrade. No conclusion can be drawn performance.